Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonate on therapy in an arctic sun device. Water flow rate (wfr) was dropped earlier due to kink and neonate temperature dropped to 30c. Asked about suggestions for assistance with getting temperature up to controllable range. Patient temperature (pt) was 29.9c. Suggested adding warm blankets and overhead warmer as long as it was not contraindicated in their protocol. Nurse turned on bed warmer. Also discussed importance of water flow rate with neonates and how it affects heater. Explained if water flow rate (wfr) dropped they would get regular alerts, and it was important they call in to troubleshoot. Per follow up information received via task on (B)(6) 2024, spoke with nurse who noted once the kink was straightened, therapy completed without further issue. Patient reached targeted temperature. Device has remained in service without repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonate on therapy in an arctic sun device. Water flow rate (wfr) was dropped earlier due to kink and neonate temperature dropped to 30c. Asked about suggestions for assistance with getting temperature up to controllable range. Patient temperature (pt) was 29.9c. Suggested adding warm blankets and overhead warmer as long as it was not contraindicated in their protocol. Nurse turned on bed warmer. Also discussed importance of water flow rate with neonates and how it affects heater. Explained if water flow rate (wfr) dropped they would get regular alerts, and it was important they call in to troubleshoot.